Event description:
A low readings issue with the abbott diabetes care (adc) device was reported via email. The customer reported receiving unspecified low readings from the adc device compared to unspecified readings from an unknown device. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced symptoms of tachycardia, sweating, tingling in the limbs, and a loss of consciousness. They were unable to self-treat and required to be taken to the hospital. Upon arrival, the customer was admitted to the intensive care unit (ICU) and a healthcare professional (hcp) provided intravenous insulin as treatment for the diagnosis of hyperglycemia. Additionally, the customer was provided the antibiotics meropenem and tazocin. The customer was also given hydralazine hydrochloride for their hypertension while in the ICU. The customer remained admitted in the hospital for 17 days, from (B)(6) 2026. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.